Manufacturer narrative:
An outside of the united states (ous) customer reported an observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing when using tnih lot 107. Quality control (qc) were within acceptable ranges. Siemens is evaluating the event.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing when using tnih lot 107. The initial results were reported to the physician who questioned the results. For the first patient, the sample was recentrifuged and repeated on the original analyzer and obtained a similar elevated result. The same sample was repeated on an alternate atellica im analyzer for troubleshooting purposes and obtained a similar elevated result. Then the sample was repeated on an alternate method. The repeat result recovered lower than the previous results and matched the clinical history of the patient. The repeat result obtained on the alternate method was reported to the physician(s). For the second patient, the sample was repeated on an alternate method. The repeat result recovered lower than the previous results and matched the clinical history of the patient. The repeat result obtained on the alternate method was reported to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
Additional information (15-may-2025): siemens has concluded the investigation for the issue reported by an outside of the united states (ous) customer regarding an observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing when using tnih lot 107. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens evaluated the instrument and customer provided data. The instrument issues were ruled out because the elevated results were reproducible. Sample 1 was tested using an alternate method, yielding a result of 0.062 ng/ml, which exceeded the reference range (<0.026 ng/ml) and was in agreement with the initially elevated result. Siemens offered to perform further testing, but the customer declined, as additional testing on sample 1 had already been performed and there was insufficient volume remaining for sample 2. The following is stated in the IFU, under limitations: ¿values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology.¿ results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate troponin test methods will produce similar results. Based on the available information, a specific cause for the discordant result was unable to be determined. A product problem was not identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information.